Event description:
The facility indicated that the head section is drifting down.

Manufacturer narrative:
The facilities maintenance found the head section was running down unintentionally. The facilities maintenance has not completed repairs to the bed.